Event description:
Caller reported that cartridge alarms 20 and 30 appeared on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. In the meantime, the customer was advised to use multiple daily injections (mdi) to maintain insulin delivery, and they declined the offer of an out-of-warranty loaner pump.